Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that a patient presented in-clinic with loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. A ble reset was performed to restore the device. The patient was stable throughout.